Manufacturer narrative:
Results - visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.1mm micl 12.1 implantable collamer lens and the lens flipped while being inserted. The lens was removed with no patient injury, no enlarged incision or sutures. The backup lens was implanted.